Event description:
During evaluation of a returned novum iq large volume pump, the device was unable to connect to ac power. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had no power connection made. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the damaged power wiring harness. The power wiring harness required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.